Event description:
The customer reported a faint red fluid leak under the flow cell of the coulter lh 750 hematology analyzer. The volume of leak was 5mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this even

Manufacturer narrative:
Tthe field service engineer (fse) found that the leak was coming from worn sample line tubing under the flow cell. He replaced the tubing that fixed the leak. (B)(4).